Manufacturer narrative:
The original report stated broken syringes therefore making this complaint reportable. Additional information was received stating that the break was outside the fluid pathway and therefore, this complaint should not have been an MDR. Please see below for investigation findings, a device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were (B)(4) samples (unopened) submitted with this complaint. All samples were inspected for damage and zero issues were identified. The reported condition is not confirmed. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage the syringes. The most likely root cause of damage to the syringe was caused by a component jam or misaligned piece of equipment. Additionally, the ram operating procedure was reviewed and lacked a troubleshooting section for addressing equipment issues. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance requirements and was released. Corrective and preventative actions were initiated to add a troubleshooting section to procedure to the syringe rotary assembly machine and a formal process was initiated to create new standard work documents for troubleshooting equipment issues. Additionally, a corrective and preventive action (CAPA) will be evaluated at the CAPA review board meeting for the manufacturing site.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports syringe part breaking off.